Event description:
It was reported by the patient that in 2008 she had a realize band procedure. In (B)(6) 2011, she presented to the surgeon's office with abdominal pain. An endoscopy was performed and it was determined that she had gastritis. The patient was prescribed pepcid ac and referred to a gi physician. The gi doctor prescribed aciphex. The patient had up to six fills, volume is unknown. It is after the last fill that the abdominal pain began. She stated that she saw no results because she lost only 10 pounds in three years. Per the patient, the surgeon stated the band was too tight causing the issue. The band was removed at the request of the patient. The patient is fine.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.